Event description:
I have been unable to wear my contact lenses since 2007. I experienced pain, redness tearing, blurry vision, increased pain in sunlight and some drainage. I avoided them for a week or two, with symptoms improving, then resumed with a new pair - disposable soft- and experienced the same symptoms. I tried this a few times. The symptoms persisted for about a month after I gave up wearing contacts altogether. I used "dry eye" eye drops at night for moisture and eye drops for allergies during day, however, they never really itched. I recently heard a report that the solution I was using amo complete moisture plus was subject to a voluntary recall in may. The solution I have is 12 oz two pack purchased at store in one month prior. It was made in another country. However, the lot number on my bottles does not appear on the list I located on the MFR site and wanted to report it suspecting it may be contaminated as well. The lot # is zb03358, exp 2008/08. I have purchased a new brand this week and so far am tolerating my contact lenses. Dates of use: two months in 2007. Diagnosis or reason for use: soft contact lens multi-purpose solution. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.